Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While doing a follow-up check after a temporary pacemaker implantation procedure, the sideport detached from the introducer. The introducer was exchanged which resolved the issue. The patient is stable and with no adverse consequences.

Event description:
This report includes an updated analysis.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected information: h6. The reported event of sideport detachment was confirmed. The device was not returned for analysis; however, one image was submitted to product performance engineering for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based solely upon the aforementioned image, the sideport appeared to be detached from the introducer.

Manufacturer narrative:
Additional information: b5, g3, h2, h11. Corrected information: h6.

Event description:
This report includes updated investigation coding.